Event description:
An adc customer reported imprecise and higher than feelings readings of 459mg/dl obtained at 0700 on (B)(6) 2010 and a reading of 42mg/dl also obtained at 0700 on (B)(6) 2010. When plotted on the parkes error grid the results fell into the "c" zone showing the difference in values is considered clinically significant. Customer then reported her meter has been reading "higher" since (B)(6) 2010 which caused her to take more insulin. Customer did not report a specific date but stated that she experienced symptoms of her "sugar crashing", sweatiness, light headed, dizzy and tired however, she reported self-treating with insulin which is an inconsistent treatment for the symptoms presented. No third party medical intervention was required and no serious injury was reported. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory.

Manufacturer narrative:
Customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.